Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system would not boot up all the way. Troubleshot the system and found defective stand alone board. Replaced part and tested; issue resolved. The stand alone board was received by the manufacturer for evaluation. Analysis could not confirm reported problem. Stand alone board passed bench level test, stand alone board was installed in the o-arm system 267 and ran without any issues. Root cause could not be determined, although part replacement resolved the reported malfunction. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system could not be fully booted up. It was reported that the system displayed the error message "system booting, please wait". The system was restarted 10 times without resolution. The use of the imaging system was discontinued because of this issue and a second imaging system was used to complete the case. The procedure was completed successfully after a reported delay of 20 minutes. The patient was not impacted.